Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken grip cable at the distal clevis hub. The broken cable segment stuck out at the wrist of the instrument and approximately measured .461. Other cables at the wrist were not damaged. This complaint is being reported due to following conclusions: the wire from the mega suturecut needle driver instrument fell into the patient during a da vinci procedure and was retrieved during same procedure.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the tip of the wire on the mega suturecut needle driver was frayed while inside the patient and fragment(s) fell into the patient and was retrieved. On (B)(6) 2015, intuitive surgical, inc. (Isi) received following additional information regarding reported complaint: according the the initial reporter, there was no harm caused to the patient and the patient was dischared. The procedure was most likely completed with a new instrument. According to the initial reporter, fragment was retrieved laparoscopically and there was no x-ray performed. She cannot attest to whether or not the instrument was inspected prior to use; however, it is their policy to inspect instruments prior to use.